Event description:
The customer called to report an alarm and moisture inside the screen. The customer thought the insulin pump was waterproof and showered with it. Troubleshooting was performed. The alarm continued, and the buttons did not respond. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify any alarms on button anomaly due to the blank display.